Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 5. The valve was visually inspected; no defects were noted. The valve was hydrated. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The catheter was irrigated; no occlusions were noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records for the valve, product code 82-8805 with lot cvdcgd, showed an ot report when released to stock on the 12th april, the ot report issue had no link to this complaint. No root cause could be determined as no problem was noted with the valve. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
They couldn't program the valve implanted on (B)(6) 2016. The valve was explanted on (B)(6)2017.

Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. Numerous attempts were made to recover the device, with no success. If the sample is returned in the future, this complaint will be re-opened and evaluated. A search for relative complaint for the same issue with the same product code and lot number for the last year revealed that this is one of two issue, we are still waiting for the other complaint for investigation. Review of the history device records for the valve, product code 82-8805 with lot cvdcgd, showed an ot-271187 report when released to stock on the 12th april 2016, the ot report issue had no link to this complaint. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
It was previously reported that the device would not be returned for evaluation. Subsequent to that report, the device was provided. This report has been updated to reflect the corrected information. The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.